Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is hot to the touch while charging. It was also reported that the battery is not holding charge and the pdm screen is frozen or sometimes is not responding.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.